Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, difficulty passing a 23mm sapien 3 ultra resilia valve through a 14fr esheath+ and dissection of the right internal iliac artery occurred during a transfemoral transcatheter aortic valve replacement (tavr) procedure. The valve and delivery system were prepared per the instructions for use (IFU). The right transfemoral artery was pre-dilated up to 18fr. The expansion tool was used to prepare the sheath. The sheath was inserted into the patient without difficulty and was not inserted at a steep angle. The loader was able to be fully inserted into the sheath. There was difficulty passing the valve past the partially expandable portion of the sheath. The valve was becoming stuck in the partially expandable portion of the sheath, approximately near the iliac artery within the patient's anatomy. The first valve and delivery system did not exit the tip of the sheath; the sheath and delivery system were removed as a unit. The sheath was evaluated and did not appear to have any damage. The second 23mm sapien 3 ultra resilia valve, 14fr esheath+ and commander delivery system were prepared. There were no reported difficulties or deficiencies with the second set of devices. The valve was successfully deployed without difficulty. On the last arteriogram, the right internal artery appeared to be dissected. Implanter stated the non-edwards catheter may have caused injury to internal iliac prior to initial esheath+ insertion which may have caused difficulty with the first valve. It was thought that the non-edwards catheter may have caused the injury as the catheter was not on a wire. However, as the injury occurred approximately where the esheath+ and commander delivery system experienced resistance, this event is being reported conservatively. The dissection was treated with a covered stent.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Pre-procedural imagery of the patient's anatomy was provided and the following was observed: patient's right access vessel showed the presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The difficulty advancing the delivery system through the sheath resulting in vascular dissection was empirically confirmed. Available information suggests that patient factors (tortuosity, calcification) likely contributed to the event as imagery confirmed the presence of tortuosity and calcification. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.